Event description:
It was reported by the patient that she had a hernia repaired in (B)(6) 2012 and mesh was used. Since the surgery she has had an infection. The mesh was removed in august and she was treated with antibiotics but the infection persists. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.